Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced pain due to mesh erosion and incurred additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.